Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-jun-2019 with the following findings: during investigation, there was a battery compartment crack below and above grip pad. There was a cover crack between corner of lens and case seal. There was a battery compartment leak due to cracked pump case. There was moisture inside all internal pump: on display, in battery compartment, on all board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged that the battery compartment had moisture in it. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.